Event description:
It was reported that this patient exhibited infection with sepsis. A revision was performed and the pacemaker, along with a non-boston scientific right ventricular (rv) lead, were explanted. During the procedure, this right atrial (ra) lead was also attempted to be explanted but removal complications were encountered as the helix, with part of the conductor, detached from the lead body. Consequently, an additional surgical intervention was required the following day to extract the remaining portion of the lead. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted the lead tip had become separated and was missing. Testing was completed to assess lead electrical performance and measurements throughout this test were within normal limits. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported infection and sepsis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted the lead tip had become separated and was missing. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported infection and sepsis.

Event description:
It was reported that this patient exhibited infection with sepsis. A revision was performed and the pacemaker, along with a non-boston scientific right ventricular (rv) lead, were explanted. During the procedure, this right atrial (ra) lead was also attempted to be explanted but removal complications were encountered as the helix, with part of the conductor, detached from the lead body. Consequently, an additional surgical intervention was required the following day to extract the remaining portion of the lead. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The lead was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this patient exhibited infection with sepsis. A revision was performed and the pacemaker, along with a non-boston scientific right ventricular (rv) lead, were explanted. During the procedure, this right atrial (ra) lead was also attempted to be explanted but removal complications were encountered as the helix, with part of the conductor, detached from the lead body. Consequently, an additional surgical intervention was required the following day to extract the remaining portion of the lead. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The lead was received for analysis.